Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06357. It was reported the patient fell and lost effective therapy. Diagnostics discovered high impedance on multiple contacts on both of the patient's leads. X-rays confirmed the leads migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.